Event description:
It was reported that the user and a neighbor were unable to perform a full supply change on the ilet system, including identifying a syringe and needle guard, filling a cartridge, and connecting components for a steel infusion set, leading to an initial interruption in insulin delivery and a request for external assistance. Ems was called for assistance but were not able to help. Eventually, daughter was able to help change supplies to resume insulin delivery. There was no report of any adverse effects. Investigation included troubleshooting and user education provided remotely by customer care as needed. Investigation of this case revealed user difficulty with infusion set and cartridge change steps, and an initially incorrect or incomplete deployment/connection that was resolved with guided assistance. It was concluded that the event was related to use error during supply change and that device function was restored after correct setup.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.